Manufacturer narrative:
Section b5 has been updated to include additional information provided by the customer. The service history record was reviewed and indicated that this is the first time this unit has been returned for service. An evaluation of the kangaroo pump was performed, and the reported issue could not be confirmed at this time. An accuracy test was performed using 125ml of water and the delivered rate was as expected. The unit is within tolerance specification. The unit was serviced by updating the software and replacing the power connection label due to the opening of the unit. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the device had an issue of overfeeding. Additional information was received that the issue occurred during testing. The feed rate was set to 75 ml/h, the amount expected in 30 minutes should be 33.7ml to 41.3ml however the device delivered 43 and 44ml in 30 minutes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device was overfeeding. Additional information was received that the issue occurred during testing.